Manufacturer narrative:
Device evaluated by MFR: the device returned to boston scientific consisted of a jetstream xc-2.4 atherectomy catheter. The device was visually examined for any shaft damage. Visual and microscopic examination showed a kink/buckling on the shaft located 1cm from the tip. The device showed a burst infusion sheath on the catheter shaft located 11cm from the tip. The device was inserted into the console and set up per the instructions for use. The device was connected to the console. The device ran as designed; however, the device leaked fluid during functional testing at the burst infusion sheath location. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the catheter and device connection could not be made. A 2.4mm jetstream xc atherectomy catheter was selected for use. During preparation, the red dot jack on the catheter is not seated on the red dot on the device. The catheter and device connection could not be made. A new catheter was used to complete the procedure without any problems. There were no patient complications. However, device analysis revealed a burst infusion sheath.